Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported a 'sudden" daily return of symptoms shortly after implant in (B)(6) 2015. Stimulation was felt comfortable but it was not controlling symptoms. It was noted that the healthcare provider asked the patient to see if she could have the therapy removed but there was no indication a surgery was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.